Event description:
A surgeon reported a blunt knife upon making the incision during surgery. The procedure was completed with no harm to the patient.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. The device history records for the component lot was reviewed. No abnormalities that could have contributed to the complaint were found during the review. The associated lot was released based on the MFR's acceptance criteria. A final determination of whether or not a product malfunction occurred will be made at the conclusion of the investigation. Pending sample eval. (B)(4).